Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufactuere's ref# (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check (puc). Our field service engineer has investigated the reported ventilator on site and could reproduce the pressure transducer test failure during pre-use check; he also found that the internal leakage test failed during puc. Both pressure transducer printed circuit boards (pcb) have been replaced to resolve the issue, and sent back for investigation. As a preventive measure the inspiratory pipe was replaced and sent back for investigation. Our analysis of the provided logs confirms the reported errors at date of event. The returned parts have been tested individually on a ventilator to determined which one(s) is/are faulty. Simulated ventilation with pressure transducer 1 puc and 24h ventilation performed successfully, we could not replicate any errors with this pressure transducer pcb. The zero pressure offset was measured and shows a correct value. The wheatstone bridge was balanced and shows no deviation. Simulated ventilation with pressure transducer 2 puc performed and failed the internal leakage test, pressure transducer test (bre. & mon), patient circuit test. Low peep alarm during ventilation the zero pressure offset was measured and shows an out of bound value. The wheatstone bridge was balanced and shows no deviation: a microscope investigation shows large particles completely obstructing the cavity of the pressure sensor on this pcb. Investigating the returned inspiratory pipe; the visual inspection could not reveals any deviation; the membrane was clean. Puc performed and passed without errors; a simulated ventilation was performed during 24h without any errors. The conclusion of our investigation is that the pressure transducer pcb 1 was the faulty component for this complaint, the contamination inside the pressure sensor cavity causes the deviation in pressure measurements and the tests failure during puc. However the cause of the contamination could not be determined.